Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. The length of the membranous septum 8.1mm. The patient came to the procedure in normal sinus rhythm, got access and went in with a 23mm bav balloon and pre-dilated the valve. After pre-dilation, the patient went into left bundle branch block (lbbb) and they proceeded to place a 27mm valve using cusp overlap technique with 1 recapture for repositioning. The valve was landed at a depth of 5mm on the left coronary cusp (lcc) and 5mm on the right coronary cusp (rcc). The patient stayed in lbbb but remained stable throughout the procedure and did not require a temporary pacemaker at the end of the procedure. Next day, a pacemaker was placed. The patient is currently admitted.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Manufacturer narrative:
An event of left bundle branch block (lbbb) was reported. Information from field indicated that the patient went into left bundle branch block (lbbb) after pre-dilation prior to implant of 27 mm navitor valve. The valve was implanted after one recapture for repositioning. The patient stayed in lbbb but remained stable throughout the procedure. The device remains implanted and was not returned for analysis. Based on available information, the heart block existed prior to device implant. The reported surgical intervention was results of case-specific circumstances as a permanent pacemaker was implanted next day of navitor implant. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a